Event description:
Same case as 2134265-2011-02186, 2134265-2011-02331, 2134265-2011-02300, 2134265-2011-02124 & 2134265-2011-02063. It was reported that during a rotational atherectomy treatment procedure, a spiral dissection occurred. The moderately tortuous and moderate to severely calcified lesion was located in the mid to proximal left anterior descending (lad). Initially a rotational atherectomy treatment procedure was performed with a 1.5mm rotalink plus unit. One ablation pass was completed with this device. A 1.75mm rotablator burr catheter was then exchanged with the burr from the 1.5mm rotalink plus and platform testing was completed at 165,000 rpm's. The unit was then advanced to the lesion and approximately 2-3 ablation passes were made and then it was noted that the system seemed to "slightly jump forward" and there was no control of the burr when moving the advancer knob back and forth. The system was able to be removed by pulling it all out of the body. The rotawire was then removed and replaced with a 185cm kinetix straight guide wire. A 3.0 x 12mm apex balloon was used to pre-dilate the lesion. After inflating the apex balloon catheter, a slight spiral dissection was identified. It was unable to be determined the cause of the dissection. The apex balloon was removed and a 2.75mm taxus liberte stent was used to cover the area distal to the lesion. A second 2.75 x 38mm taxus liberte stent was used to treat the mid to distal area of the dissection. There was a bit of a struggle to get the stent to the lesion. During inflation up to 14 atms, the stent seemed to get full expansion. After waiting 8-9 seconds after the balloon was deflated, there was balloon withdrawal resistance. The balloon was reinflated for 3 seconds while the guide catheter was deep seated into the proximal lad however there was still withdrawal resistance after the balloon was deflated. The balloon was again inflated to 3 atms and deflated again to neutral for about 10 seconds. After 3 ¿ 4 seconds, the system did release with slight resistance and some deep seating of the guide catheter was also experienced. After this, some "disruption" was noticed in the proximal area of the lad. A 4.0 x 16mm taxus stent deployed at 12 atms was placed overlapping the 2.75 x 38mm taxus liberte with no issues. A second 4.0 x 12mm taxus stent was deployed at 12 atms covering the area of "disruption" in the proximal lad to complete the procedure. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).